Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right atrial (ra) lead exhibited loss of capture due to lead dislodgment. The lead was reprogrammed and a revision procedure was scheduled to reposition the lead. During the revision procedure, the physician had difficulty advancing a stylet down the lead and the decision was made to replace the lead. This ra lead was explanted and discarded. No additional adverse patient effects were reported.